Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While requesting a replacement insulin pump, customer reported that she was recently hospitalized. Details of the hospitalization were not provided. Blood glucose level was not provided. No further information was provided.